Manufacturer narrative:
The case logs have not been reviewed for evaluation. No cause could be determined as to the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.